Event description:
On july 5, 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported that the product issue began in (B)(6). The patient reported that sometime in the middle of (B)(6) they obtained a ¿high¿ reading on the subject meter and injected 3 units of humalog in response to this reading. The exact meter reading was not reported. The patient reported that they went to bed and 3 or 4 hours later their spouse was unable to wake them. The patient reported that their spouse treated them with a glucagon injection. The patient reported later obtaining an accucheck meter from hospital. The patient reported obtaining a blood glucose reading of 299 mg/dl on the subject meter and 249 mg/dl on the accucheck meter, obtained within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At the time of troubleshooting the cca determined that the patient had purchased control solution from a pharmacy and the products passed testing; however, the patient did not have their control solution available at the time of the call to confirm this. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event and required third party treatment after administering insulin in response to an alleged high reading.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.